Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: 2067 analysis confirmed the customer comment of telemetry failure, the programmer head cable tested out of specification electrically and was therefore replaced. Concomitant products: programmer. (B)(4).

Event description:
It was reported that the programmer had "telemetry failure." Follow-up determined that the radio frequency programmer head had not been changed out and therefore could not be eliminated as a source of the issue. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary 2067: analysis confirmed the customer comment of telemetry failure, the programmer head cable tested out of specification electrically and was therefore replaced. Concomitant products: product ID 2090 programmer. (B)(4).